Event description:
It was reported that while the ventilator was connected to a patient, alarms for high pressure were generated. A pneumothorax was noted on the patient and a chest tube was inserted. According to the hospital the patient had a chronic lung disease. The patient had a respiratory distress, positive enterovirus, positive rhinovirus, positive rsv (respiratory syncytial virus), all complicating an asthmatic exacerbation. The final patient outcome was no injury. (B)(4).